Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08730 inches. No unexpected insulin pump error alarms noted during testing. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for several days while connected to the test transmitter and test plug. No unexpected lost sensor alarm, cannot find sensor signal alarm, sensor signal not found, or sensor related errors noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and low battery alarm. The customer was able to clear the alarm and was able to complete the rewind. The displacement test and self test were passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.